Manufacturer narrative:
H.6 investigation summary the complaint alleges the bd veritor plus analyzer shows discrepant results (catalog number 256065, serial number n/a). There is no sufficient information provided by the customer in this complaint. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. Therefore, the complaint is unconfirmed. Complaint history for "results" was reviewed for the month of december 2022.the upper control limit was not breached and trends were not identified associated with this defect. DHR review could not be conducted as the serial number information was not provided for this complaint. Bd quality will continue to monitor trends associated with this failure mode. H3 other text : see h.10.

Event description:
It was reported that bd veritor ¿ plus analyzer japan discrepancy in results is occurring. The following information was provided by the initial reporter: the analyzer gave negative results although the positive line was observed on the adeno, rsv, and strepa test plates. The opposite situation was also observed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd veritor ¿ plus analyzer japan discrepancy in results is occurring. The following information was provided by the initial reporter: the analyzer gave negative results although the positive line was observed on the adeno, rsv, and strepa test plates. The opposite situation was also observed.